Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation power supply smelt burnt was not confirmed, and the allegation of the device no longer turned on was confirmed. Device evaluation found that the device failed to power or boot up. Additionally, device evaluation found that the socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center power supply smelt burnt and the device no longer turned on. The issue was found during preparation for use and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the event occurred due to the faulty power supply converter unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.